Event description:
Journal reference: peric p, antic b, et al. "Treatment of severe spasticity in multiple sclerosis by continuous intrathecal baclofen, 55 vojnosanitetski pregled. Military-medical and pharmaceutical review. 2006; 63(2): 187-91. The article lists info suggesting a pt being treated with itb therapy for spasticity, experienced a decubitus ulceration at the connection site of the two piece catheter. The catheter was replaced with a one piece device about one year pos initial implant. No additional info concerning pt outcome was provided.